Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device experienced hardware damage characterized as a split ilet housing/bezel without a drop, and the patient¿s blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and uninterrupted use of the patient¿s cgm as instructed. Investigation included remote troubleshooting and education, confirmation of device replacement logistics, shipment tracking, and receipt of the original device for return. Investigation of the returned device revealed a confirmed mechanical enclosure failure consistent with screen bezel or housing separation, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the external housing.